Event description:
High shock impedance (>150 ohms) reported. Per follow-up history on the device, the last time shock impedance was in-range was 08/15/18. Pacing impedance, threshold, and sensing amplitude were stable. No noise was producible with postural testing. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.